Event description:
Pt had undergone a left total hipreplacement in 1988 using noncemented aml components. In 1995, the acetabular component was beginning to fail, showing signs of eccentric wear on the left. During surgery on 1/23/95, there was definite evidence of synovitis within the synovium as a result of polyethylene debris wear. A synovectomy of the entire hip joint and removal of the components, bone grafting and hip replacement was done. MFR's rep was notified at time of the surgery. Devices were released to the pt's representative 2/8/95.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.